Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to capture the patient's heart rhythm. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the data file of the customer's report was provided. Review of the data file showed negative deflections of the lead ii trace that are associated with the pacer energy. There was no adjustment of the pacer settings of 70 ppm 75 ma during the 25 seconds of pacing activity. It cannot be determined by the log if there was an attempt to adjust the pacer setting in order to gain capture. The log showed no indication of a device malfunction; however without receipt of the device, the investigation could not establish a potential cause. Analysis of reports of this type has not identified an increase in trend.